Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with broken belt clip slot. Unit received missing end cap sticker.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 119 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer sated that the numbers would scroll opposite to what button was pressed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.